Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned as it remains implanted; therefore an investigation of the lens could not be performed. The event was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specifications. There were no non conformances or deviations noted in the review that were related to the reported event. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under night time conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. Based on the results of the investigation, the reported event was not confirmed and there is no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that about 6 weeks after an intraocular lens, model zlb00, was implanted, the female patient was seeing "fireworks" from the periphery of her left eye. She has light sensitivity and it is affecting her quality of life. The patient has seen her physician to complain about her symptoms and the physician prescribed drops (no info) which has not helped. She has gone to 2 specialists and they ran several tests such as catscans and MRI and don't see any issues. They have seen some edema and some fluid and prescribed her drops. The patient's vision and her physician's lack of help is causing her anxiety causing a rise in her blood pressure. Also during a cloudy day and no sun is out, the patient was not bothered by the "fireworks" in her eye. No additional information was provided.